Event description:
Customer called to report a pod that seemed to have issues with insulin delivery. Customer placed pod, and despite numerous boluses saw her bg level climb into the 300's. She removed pod, and placed a new one and bg levels to normal. Customer also noted that cannula looked kinked when it was removed. No further information reported. The device will be returned for evaluation.

Manufacturer narrative:
The pod was evaluated for damage and/or defects related to manufacturing. None were noted. The pod was tested for flow and fluid was observed exiting the distal tip of the cannula. This demonstrated the pod was not occluded internally. The customer stated that a kink was found in the cannula upon removal of the pod from the skin. It appears that the cannula was kinked by the action of folding the adhesive pad over it for packaging and return, but this could not be determined conclusively. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues.